Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unresponsive button on the insulin pump. The customer blood glucose level was unknown. Customer mentioned while delivering basal she over delivered. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked lcd keypad connector. The insulin was unable to perform full drive system test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.